Event description:
Customer reported experiencing a cartridge error with a tandem mobi pump, which occurred twice with 50 units still in the cartridge. There was no adverse impact to the customer's blood glucose level. For both incidents on november 18, 2025, and december 10, 2025, shannon was able to reload the cartridges and resume insulin therapy successfully without needing replacements. Technical support confirmed the cartridge alarm and advised her to monitor the situation and reach out if further assistance was required.